Event description:
It was further reported that the ilr was explanted and replaced due to an upgrade to a pacemaker system.

Event description:
The implantable loop recorder (ilr) was returned to the manufacturer with no information. The ilr subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. (B)(4).

Manufacturer narrative:
(B)(4)